Event description:
Boston scientific received information that this right ventricular (rv) lead presented with a gradual increase in shock impedance measurements over the course of one year. The impedance measurements increased from 60 ohms to 100 ohms. In addition, there was an episode of noise that did not appear to be from myopotentials. This lead is associated with a competitor's device. No adverse patient effects were reported. A save to disk was performed and sent to technical services for evaluation. A ts consultant discussed single coil leads can show increasing shock impedance measurements over time and that they are more susceptible to noise than the dual coil due to the vector. Further review of the save to disk revealed that the pacing impedance and sensing is still within normal limits, and the noise did not appear to be oversensed. It was also discussed that during a patient follow up, a commanded shock could be performed to make sure that the shocking coils are operating properly as this patient has not received a shock since the system was implanted. The lead remained implanted. Additional information was received over two years later that the shock impedance measurements had been steadily rising over the last year and is now above 120 ohms. No adverse patient effects were reported. Boston scientific ts was contacted for technical assistance on how to interpret the measurement as the device is a non-boston scientific product. A ts consultant discussed that they are not trained on how competitor's products operated and what measurements are considered out of range. The ts consultant suggested calling the manufacturer of the device to obtain measurement information.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Several years later, the patient was seen after an alert was received from the remote monitoring system. It was discovered that there was noise on the ventricular channel of this rv lead that was being oversensed for 1 to 2 seconds. No inappropriate shocks were reported to have been delivered. The pacing threshold, pacing impedance, and amplitude measurements have all remained stable. A lead revision was performed and the rv lead was explanted using laser extraction. During the procedure, it was noted that the insulation on the rv lead appeared to be breached at the proximal end and close to the terminal pin. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments; severed approximately 222 mm from the terminal end. There were setscrew marks noted on all three terminal pins. Visual inspection noted an insulation abrasion that exposed the conductor coils approximately 170-180 mm from the terminal pin. The type of abrasion is indicative of lead-on-lead or lead-on-can contact, coupled with movement and pressure within the pocket area. It was also noted that there was calcification on the distal shock coil, which almost completely encapsulates it. Resistance testing was performed on the lead segments. Measurements were in normal range except with the distal segment when the distal shock coil was manipulated in the calcified area. Due to the returned condition of the lead, no further testing was able to be performed. Laboratory analysis confirmed that the increasing shock impedance measurements were caused by a calcification of the distal shock coil. The calcification created a non-conductive barrier between the lead and the heart tissue, thereby gradually increasing the impedance measurements over time. Laboratory analysis also confirmed that the noise and oversensing that led to the inappropriate shocks was due to the insulation abrasion that exposed the rate/sense conductor coils.

Manufacturer narrative:
At this time, this rv lead remains implanted and in service. Once any additional information becomes available, this report will be updated.